Event description:
This is filed to report the clip opened while locked. It was reported that on (B)(6) 2022, a patient was presented with functional mitral regurgitation (mr), with a mr grade of 4 and calcium on the mitral valve. The ntw clip was advanced to the leaflets and after the lock line was removed, while establishing final arm angle (efaa), the clip started to open. The ntw clip was closed tightly and efaa was tested again. During the final efaa, the lock held and the ntw clip was deployed. The ntw clip was stable and attached to both leaflets post-deployment. The mr was reduced to grade 1-2. There was no adverse patient consequence or a clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the unintended movement (clip open- establish final arm angle). There is no indication of a product issue with respect to manufacture, design, or labeling.